Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the staff noticed the phaco handpiece was hot after the surgeon had quit using. The cataract procedure was completed and there was no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR?., evaluation codes, and additional MFR narrative. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, a confirmation was observed that the phaco handpiece was not activated when the system was in 'cortex mode' and only activated when in phaco surgery mode with the footswitch depressed to level 3. The system was tested and found to meet product specifications. As a precaution, the company representative recommended that the customer no longer use the aforementioned handpiece. A review of the customer 's complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phaco handpiece was manufactured on april 8, 2010. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on january 5, 2016. Based on qa assessment, the product met specifications at the time of release. The 'cortex mode' is meant to be used for irrigation/aspiration (I/a) purposes, and therefore; the system is designed to disable any phaco functionalities when in this mode. The evaluation by the company representative confirmed the deactivation of phaco in this mode. In this way, the handpiece and system were functioning as intended. There were no nonconformities were observed with the customer's handpiece or system. Therefore, the root cause could not be determined and is unknown. (B)(4).